Event description:
A customer reported that their AED will not power on. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 04/13/2022 and placed into service on (B)(6) 2022 with the battery pack serial number (B)(6) . The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.